Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Healthcare professional later reported right side deflation and "implant removal from textured to smooth due to the concerns of the product." Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are:deflation : observed one opening on the posterior side assessed as fold flaw opening. Anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device. Calcification :observed, white calcification on the surface of the shell. Additional observations: green mold observed on the device. White particles observed on the inside device. No further actions are required as the device was implanted.

Event description:
The device has been explanted.